Event description:
A malfunction was reported on the pump, identified as malf 5. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and it was confirmed that the malfunction code did not recur after the reset. The customer was advised to monitor the situation and contact support if the issue happened again, and they acknowledged this guidance.